Manufacturer narrative:
On 06/06/18, it was reported to mentor that the device history record (DHR) for the lot number 7508553 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. On 06/06/18, it was reported that lot number 7445222 was engraved on the return implant. Clarification is in process for the correct lot number for the device affected. The original lot number was 7508553 at the time of the event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/13/18, it was reported to mentor that the correct affected side was the right breast implant and not the left breast implant and it was confirmed that there was a deflation on the right side. The lot number is 7445222, catalog number is 3502425, serial number is (B)(4). The name of the device is saline mentor smooth round moderate plus profile 425cc. Concomitant product: left side lot # 7508553, saline mentor smooth round moderate plus profile 475cc. Catalog # 3502475, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/09/18, it was reported to mentor that the device history record (DHR) for the lot number 7445222 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/15/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained gel with clear appearance. Brown material was observed within the device. No foreign material was observed on the shell surface. Pe¿s visual examination of the device revealed a rent measuring approximately 0.8 cm on the posterior view. Leak testing was performed in accordance with mentor procedures and no additional leak sites were detected. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent was found on the device. Microscopic examination revealed parallel striations on the edges of the rent. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point it is not possible to determine the origin of the brown material observed. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate plus profile 475 cc, catalog number 3502425, serial number (B)(4), lot number 7445222. (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient underwent a breast augmentation primary procedure with a saline mentor smooth round moderate plus profile 475 cc and experienced deflation on the left breast implant. The deflation was confirmed by the healthcare professional during the surgery. As a result, the patient had undergone bilateral removal and replacement with saline mentor smooth round moderate plus profile 500 cc breast implants on (B)(6) 2018.